Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow-up, externalization due to pocket-to-can abrasion, an impedance anomaly, and high capture threshold were observed. Patient was asymptomatic. The lead was capped and replaced due to fracture.